Event description:
Customer reportedly tested 258mg/dl while unconscious. The paramedics were called and tested customer at 28mg/dl on their device. The timeframe between reulsts was not provided. Customer reportedly received a glucose IV and later tested 128mg/dl on the paramedic's device. No valid quality controls were used. Requested return of supsect device and replacement was sent.